Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The complaint could not be confirmed, because of the fact that no sample was sent into the service repair shop in melsungen for a further investigation process. According to the error description of the customer no more detailed analysis procedure could be performed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: pumps during a tci mode procedure signaled correct drug delivery but did not actually deliver the drug. No patient complications were reported as a result of this event.